Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the left ventricular (lv) lead exhibited high capture threshold. The lv lead was explanted and replaced. There were no patient consequences.